Event description:
Customer states that pump is over infusing over 5%. The 270 ml prepared in the bag to be infused after priming the bag. Expected to have 10 ml left in the bag after the dose was completed, but 4.5 ml was left after dosing. Rate is 166.7 ml/hr and dose is 250 ml.

Manufacturer narrative:
Investigation found that pump's preventative maintenance due date was passed on (B)(4) 2010 causing pump to fail volumetric accuracy tests. Pump was calibrated to resolve the issue.